Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine device check-up, atrial lead dislodgement was observed. The lead was explanted and replaced. The patient did not experience any issues from the procedure.